Event description:
It was reported that during a normal follow-up, it was noticed this right ventricular (rv) lead exhibited elevated pacing impedance measurements. Further check revealed the lead insulation might be damaged. As result, the lead was explanted and replaced. No additional patient effects were reported.